Manufacturer narrative:
(B)(4). An opened box with unopened samples of product were returned for analysis. During the visual inspection of unopened sample, no defects were found on the package. The samples were opened the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects or fraying suture were observed. A functional test was performed and tensile were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found on the sutures and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure in 2018, suture was used. During the procedure, the suture freyed and broke. There were no patient consequences.